Manufacturer narrative:
Initial and final MDR 1875196 - MDR 3003442380-2024-04742 - device 4 of 5. E1: patient city: (B)(6). Patient country: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced five infusion set cannula bent events from 1-mar-2024 to 16-apr-2024. The event occurred within 3 hours of insertion. The insertion site was at abdomen and thigh. The blood glucose level at the time of event was high (specific value unknown). Patient resolved it by correction injection via multiple daily injection (mdi) followed by replacing infusion set and resumed insulin deliveries successfully. For the event patient went to emergency room next day and was hospitalized on (B)(6) 2024. The blood glucose level was over 400 mg/dl at the time of hospitalization and there were high ketone values. The patient was treated with intravenous fluids of saline and insulin and got discharged from hospital on (B)(6) 2024. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.